Event description:
The user stated since (B) (6)2009, they are having intermittent issue with results that are too low on the c501 analyzer for calcium, glucose, total protein and magnesium. They reported several erroneous total protein results. An example was provided of an initial total protein results around 0.7-0.6 per dl. They had a physician call and question one of the results. They reran the samples and rec'd results of 6.6 g per dl for example. The user provided actual results for six pts for total protein only. All results are in g per dl. All repeat testing was performed (B) (6)2009, on the other c501 (B) (4) at the site. Sample 1: original result was 0.79, repeat result was 7.7. Sample 2: original result was 0.39, repeat result was 3.8. Sample 3: original result was 0.82, repeat result was 8.3. Sample 4: original result was 0.53, repeat result was 5.2. Sample 5: original result was 0.52, repeat result was 5.3. Sample 6: original result was 0.64, repeat result was 6.3. The user has no knowledge that any pt was adversely affected or that a pt was treated based on the results reported and is not able to find out any further info.

Manufacturer narrative:
The field service rep was not able to find a cause. He performed maintenance by inspecting all fluid levels, gauges, flowpaths and checking all syringes and probes on the sys for integrity. Controls were performed to verify the analyzer performance and were all acceptable to the user.